Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial (at) and posterior tibial (pt) artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician completed one pass in the target location using the catrx. It was reported that while making the second pass, the catrx was fractured. Therefore, the catrx was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.